Manufacturer narrative:
(B)(4). Date sent: 6/30/2020. D4: batch # u5af31. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with a gst45w fully fired cartridge loaded on the device. In addition, another ecr45m reload was received unfired. The manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic appendectomy the device locked out after firing the device. The surgeon was using a gst45w at that time. The manual over ride was tried but it did not work. It is unknown how the device was opened and there were no patient consequences reported.